Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6947 implantable tachy lead - (B)(6) 2007; 1668tc competitor implantable pacing lead - (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient complained of feeling faint and presyncopal. The lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition. A fracture was suspected. The lead was explanted and replaced. During the replacement procedure, the left ventricular (lv) lead was damaged, and was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.